Manufacturer narrative:
D9: device available for evaluation. H3: the suspect pump was returned for evaluation. The device was visually inspected. A detached downstream occlusion (dso) seal was noted. Functional testing was performed. The dso sensor was replaced. The allegation made by the complainant was not duplicated and root cause was unable to determined. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was reported that there was a possible occlusion upstream. There was no unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.